Event description:
It was reported that when the customer attempted to do user test, the device failed to turn on with batteries or ac power. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper deice operation through functional and performance testing. The device was then returned to the customer for use.